Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Customer changed cartridge to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed via correction injection.